Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with molding defect. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bowed tubing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for bowed tubing with the incident lot was observed. Evaluation of the retain samples was also conducted and no issues were observed. Based on the investigation, the most likely root cause was determined to be related to either a manufacturing or supply chain issue.

Event description:
It was reported with the use of the bd vacutainer sst ii advance plus blood collection tubes there was an issue with molding defect. There was no report of injury or further medical intervention.